Manufacturer narrative:
D2b:pro code - lit. E1: initial reporter facility name: (B)(6) medical center. G4: PMA/510(k) # field on 3500a form - k141597.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vein. A 10.0 x 40, 135cm mustang ball;oon catheter was advance for dilatation. During the procedure, the balloon ruptured after the first inflation at 8 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications reported, and the patient was in good condition after the procedure.